Event description:
Treatment of a supraclinoid aneurysm. It was reported that the proximal section of the pipeline was not open after deployed. The physician manipulated the device and it eventually open. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).